Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons had hard to press for a while. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the rewind was slower, rainbow effect on the screen. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment or partial display noted. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector. Unable to perform self-test, a21 error test and displacement test or verify back light anomaly or rewind anomaly due to unresponsive button. Device had missing address serial label number, missing end cap sticker.